Event description:
While using the harmonic scalpel, a piece of plastic approximately 1 inch long fell off the device onto the surgical site. The piece was removed. The device was also removed from service.